Event description:
The pt had and apogee system with intepro implanted on (B)(6) 2005. Reportedly, "after experiencing pain, on (B)(6) 2007," the pt "underwent a procedure to remove part of the mesh." "As a result of the implantation" the pt "suffered and continues to suffer pain, disability, impairment."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.